Event description:
It was reported that bd alaris smartsite texium secondary set separated and leaked. The following information was received by the initial reporter with the verbatim: customer states the tubing is separating from the drip chamber and it is allowing the contents to spill out but there does not appear to be any visible signs of damage. It looks like the tubing just fell off, they had put the IV on the pole and they were putting the y site on. They were using a chemo therapy drug. The medication did not come into contact with the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that tubing is separating from the drip chamber and it is allowing the contents to spill out. Three samples of model 10013364t, lot 23029136 were submitted for quality evaluation. One sample was submitted unopened and two other samples were submitted opened out of the packaging. One of the opened samples shows that the drip chamber is separated from the tubing. The other opened sample does not show that the drip chamber has separated from the tubing. Additionally, the unopened sample does not show signs of the drip chamber separated from the tubing when still in the packaging. The samples that are not showing signs of separation were then exposed to a light pulling force on the tubing to determine if the tubing would separate from the drip chamber easily. Both samples did not separate. The customer complaint of separation other component - leak was verified with the one opened sample. The failure seen in this complaint is due to a lack of solvent at the bonding location. The root cause for the lack of solvent is due to a malfunctioning solvent dispenser. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the disposable device and prevent future occurrences of this type. As part of the action plan, changes to the solvent dispenser are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. We value the satisfaction of our customers and thoughtfully consider all reported complaints. It is our top priority to maintain your confidence in our products. We thank you for your support. A device history record review for model 10013364t lot number 23029136 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. It was reported by customer that tubing is separating from the drip chamber and it is allowing the contents to spill out but there does not appear to be any visible signs of damage. Three samples of material number 10013364t, lot number 23059177 was received for quality evaluation. Three unopen samples showed no issues of damage or separation when still inside their packaging. The samples were then opened and tested by pulling on the tubing in order to separate the tubing from the drip chambers. None of the tubing separated from the drip chambers. The customer complaint of separation other component - leak could not be verified by investigation. A root cause for the reported failure was not determined because the failure could not replicated in the submitted samples of material 1001336t, lot 23059177. A device history record review for model 10013364t lot number 23059177 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 23may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Mat#: 10013364t lot#: 23029136 and 23059177 it was reported by customer that tubing is separating from the drip chamber and it is allowing the contents to spill out but there does not appear to be any visible signs of damage. It looks like the tubing just fell off, they had put the IV on the pole and they were putting the y site on. They were using a chemo therapy drug. The medication did not come into contact with the patient. Verbatim: rcc received a complaint via phone. Pir attached. Xxx customer calling to report issue, states that same issue is recurring and the initial issue was reported to us but does not have the reference number for the complaint. They do believe the issue was reported to bd already and think the sample they have is for that particular incident. Date of events (B)(6) 2023 mat 10013364t lot unknown product was not saved as was contaminated with chemo. (B)(6) 2023 mat 10013364t lot 23059177 product was not saved as was contaminated with chemo. Customer states the tubing is separating from the drip chamber and it is allowing the contents to spill out but there does not appear to be any visible signs of damage. It looks like the tubing just fell off, they had put the IV on the pole and they were putting the y site on. They were using a chemo therapy drug. The medication did not come into contact with the patient. There was no harm to the patient and no harm to the staff as far as they know. The staff was sent to the employee health department to be checked out for the one yesterday (B)(6) 2023, they did not get any treatment as none was required. The staff that experienced this today 26-oct-2023 has yet to be seen, so the status is unknown on if any treatment is required.